Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a gastric bypass, the staples were bent and were not completely closed after firing on the tissue. There was nothing unusual noticed in regard to the reload during loading. The reload was loaded correctly, there were no abnormalities, the tissue was not too thick, and the surgeon waited long enough (30 seconds) before firing. There was no leak. There was no delay in the procedure, and it was successfully completed. No fragments were generated and there were no patient consequences.